Manufacturer narrative:
Additional information was received that during exploratory surgery it was noted that there was tissue inside of the ipg header. The physician cleared out the tissue from the ipg header and re-connected the lead with no further issues. The patient is doing well following the revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-1110-02 (B)(4)description: ipg kit without pull-through tunneler

Event description:
A report was received that during reprogramming one of the patient's programs wasn't working. Impedance readings done showed several contacts with high impedance on the left side. The physician will do exploratory surgery to check the connection of the lead to the ipg.

Event description:
A report was received that during reprogramming one of the patient's programs wasn't working. Impedance readings done showed several contacts with high impedance on the left side. The physician will do exploratory surgery to check the connection of the lead to the ipg.